Event description:
Reporter stated that customer received the following results on the inform ii system within 7 minutes: "hi" (>600 mg/dl), 526 mg/dl, and 134 mg/dl. No actions taken based on device results. No adverse event reported. It was reported a nurse pulled the sample from a central line with dextrose. The alleged product was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Device will not be returned.